Event description:
The customer reported that during use of this bur, the bur head broke off from the shaft. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
To date, this device has not been received to perform an eval. A f/u report will be sent upon receipt of the device and completion of an investigation.